Event description:
It was reported on 02/25/2022 by a facility representative via sems that an ar-9618-24 reamer keeps falling off the post. This was discovered during a case with no patient harm.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual inspection, no abnormalities were noted with the device. Upon functional testing the device functioned as normal.